Event description:
It was reported that the patient received a pump error message indicating ¿clear occlusion.¿ the pharmacist advised checking for kinks in the tubing due to high pressure detection. The patient replaced the tubing and later the extension set, after which the issue resolved and no further alarms occurred. The lot number and expiration date of the tubing were not available. The event occurred during a continuous infusion while the device was in use with the patient. No patient injury was reported. The pump was not replaced; however, the extension set was replaced, and the patient continued the life-sustaining infusion using a backup device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.